Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An ntw clip was attempted to be implanted, but could not grasp in a way that reduced mr to a satisfactory level. This device was removed and exchanged for an xtw clip (20224r410). When attempting to complete the first establishment of final arm angle (efaa) with the xtw, the clip continuously opened to 45 degrees. The device was inverted and removed from the patient body. A third xtw clip was attempted to be implanted, but could not grasp in a way that reduced mr to a satisfactory level. There were no issues with this device. The decision was made to abort the procedure. No clips were implanted and the patients mr remains at a grade of 4. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) could not be confirmed via returned device analysis. Additionally, slack in lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported unintended movement (clip open ¿ efaa) could not be determined. A cause of the observed lock line slack could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).